Event description:
Same as case #6000093-2006-00538. During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located at a bifurcation in the obtuse marginal (om)/circumflex (cx) artery and was predilated with an unknown size balloon. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent at the om lesion site. The physician had difficulty withdrawing the balloon after deflation. The physician deep seated the zuma guide catheter and removed the balloon. A dissection occurred in the cx. The dissection was treated with a 3.5x8mm taxus stent. No patient further patient complications occurred. Patient status is satisfactory.